Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that in the beginning of (B)(6) 2017 they had an infection at their incision site. The infection was confirmed and their doctor game them antibiotics. No further complications were reported/are anticipated.